Event description:
It was reported the patient had a loss of therapeutic effect. Their frequency returned the day prior to call. The patient could not tell if stimulation was on. The patient had not had any issues prior to loss. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v460281, implanted: (B)(6) 2010, product type: lead. Product ID: prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had an appointment on 2014-(B)(6).